Manufacturer narrative:
(B)(4). Date sent: 6/28/2016. Batch # unk. Only year (2016) is known. It is assumed first day of the month (B)(6) that the complaint was received.

Event description:
It was reported that during a coronary artery bypass graft (CABG) procedure, the first assist reported today that the surgeon had the device malfunction - either spitting clips or malformed clips upon handle compression. A second device was opened and worked. There were no adverse consequences for the patient. One device was discarded.